Manufacturer narrative:
The device is not under a service contract; maintenance and repair is done by the user facility. The internal battery has to be replaced every two years. Based on the available information this has never been done and the affected battery had been used since 2013. In such case the internal resistance of the battery increases and it will no longer be able to supply the device with power. Savina checks operation on internal battery periodically by switching to internal battery when ac is available for some 100ms. If the internal battery completely fails the reported restart is performed. Such restart only lasts a few seconds. After that ventilation is continued with the last valid settings. It can be concluded that the real root cause was a service error since the internal battery had never been replaced according to the specified interval of 2 years.

Event description:
It was initially reported that ¿during use on patient, the device alarmed and no light on main power supply lamp, than the internal battery was starting to work.¿ based on that it was concluded that ventilation was not interrupted. In the course of the investigation the hospital added that ¿the reported issue is caused by the failure on the battery, that leads to black screen and restarted on device.¿ replacement of the battery has reportedly fixed the problem. Neither the replaced battery nor the electronic log file were available for investigation.